Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reporter that the gas flow in central control monitor (ccm) was zero, but external flow meter was 4.5l/min. Flow was changed to 0.0l/min. From the ccm, but the flow control knob could not be changed to 0.0 (changed to 0.02). The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.